Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented via remote transmission. Review of transcripts revealed the right ventricular lead had noise. The nurse had previously made programming changes for noise but were insufficient to filter out noise. Patient was asymptomatic and would be seen in clinic.

Event description:
New information noted that the patient presented via remote transmission and noise episodes were observed. The right ventricular lead was capped and replaced on june 29, 2020. Patient was discharged on (B)(6) 2020.